Manufacturer narrative:
Additional information received indicating the headpiece heated up within minutes. The procedure was completed with another handpiece. UDI #:(B)(4). Initial reporter also sent report to FDA: no. Date MFR. Rec: 11/22/2016. Device evaluation has been completed. Analysis could not confirm the reported event of overheating. Pre-repair temperature testing was performed on the device. The ambient temperature was 71.7 degrees f. Pre-repair temperatures after running the device for 1 minute were the following: bearing ¿ 75.4 degrees f, motor ¿ 75.1 degrees f and rear ¿ 77.7 degrees f. The device operated within in normal parameters. However the motor was making a grinding noise. The motor cable assembly, rear seals and bearing cups were replaced. The old serial number (B)(4) was replaced with a new serial number (B)(4). The device was repaired, tested to all manufacturing product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating the headpiece heated up within minutes. The procedure was completed with another handpiece.

Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-operative the device was overheating. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.